Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2015, it was reported that the patient's dose was increased because she was still having pain, and mentioned that they were still titrating up. The patient reported sudden change in symptoms/increase in pain and was currently in pain. The patient was redirected to the hcp. The pump was used to infuse morphine (unknown). No intervention or outcome was reported. Follow up was conducted to obtain further information. Should additional information be received it will be added to this event. Additional information received on (B)(6) 2015, reported that no diagnostics were ordered that were related to the pain. Adjustments were made of the patient's oral and intrathecal pain medications to resolve the patient's increased pain. The cause of the increased pain was determined to be from the adjustment/decrease of oral medication and the increased activity. The increased pain had been resolved. On (B)(6) 2015, additional information was received from the patient. The patient reported that every day, since (B)(6) 2015, on one side of their back, they experienced the same exact pain that they had before the pump was implanted; there was no injury or trauma associated with the change in their pain level. The pump was not beeping, but the patient suspected that there may have been a blockage. The hcp did adjust the patient's pump "last week, or the week before," because the patient was going to go to the emergency room (ER), as it was that bad. Following the adjustment, it was "maybe" 10% better. The nature of the adjustment was not clarified. Additional information regarding the nature of the adjustment made by the hcp, the circumstances that led to the return of pain, as well as any interventions and resolution related to the pain were requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the pump simply was not programmed to provide maximum pain relief as of (B)(6) 2015; the hcp was working with the patient to reach maximum pain control. Steps taken to resolve the return of pain included numerous office visits with small increases each time they were seen, as well as working with their oral medications. As of (B)(6) 2015, the return of pain had not resolved.